Event description:
It was reported that balloon rupture occurred. After a 7fr non-boston scientific (bsc) introducer sheath was introduced and a 180cm non-bsc guidewire crossed the lesion, a 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres (atm), the balloon ruptured. Another 7.0 x80, 75cm gladiator elite balloon catheter was advanced and inflated at 16 atm; but it also ruptured. Both balloons were removed and the procedure was completed with a 7x40 non-bsc device. No patient complications were reported.